Event description:
It was reported by service report that the cot is not locking into the rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the cot is not locking into the rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged inspection identified that cot was not locking in the ambulance cot fastener. The customer stated that they cleaned the ambulance cot fastener and issue was resolved.